Event description:
Following an attempt at placing the liberte stent, damage to the distal edge of the stent was noted. The lesion being treated was chronic total occlusion of the mid rca (right coronary artery). The physician attempted to perform direct placement of liberte stent, but it was unable to cross the lesion. A balloon catheter was advanced and inflated but the stent was still unable to cross the lesion. The stent delivery system was withdrawn and the physician noted that the distal edge of stent was lifted. There were no pt complications as a result of this event.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed, the mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.